Event description:
It was reported that this patient developed an infection and everything was extracted. A temporary permanent pacemaker was inserted and connected to the existing can. This is the same event as MDR 2183787-2015-00120.